Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is being retained by the hospital. The device was not returned for analysis. The reported patient effects of hypotension and bradycardia are listed in the multi-link vision instructions for use as known patient effects that may be associated with coronary stenting. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a non-tortuous and non-calcified lesion in the distal right coronary artery. Following pre-dilatation, resistance with the anatomy was felt when advancing a 2.25x15mm mini vision stent system and the stent dislodged off the delivery catheter. An unspecified drug-eluting stent was used to crush the dislodged stent against the vessel wall. The patient's heart rate and blood pressure went down. Three additional stents were deployed more proximal to successfully complete the procedure. The patient is doing fine. No additional information was provided.